Event description:
Incident of disconnect between the venous bloodline and venous leg of central catheter. Staff was alerted by arterial pressure alarm three hours into treatment. Pt's access was covered at the time of the incident. Disconnect was found when access was uncovered. Blood volume in the tubing and dialyzer were returned to pt; ebl from the separation is reported to be 200-300 cc. No pt injury or need for medical intervention is reported.